Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator keeps picking up spontaneous breath on a sedated patient. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). The repair was completed by the customer. Customer reported to found the patient circuit had a leak. The patient circuit was replaced and unit passed all testing and operates within the manufacturing specifications.